Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error alarm from the insulin pump. The patient stated that this occurred on the beach. The customer stated that the pump may have been splashed but not fully exposed to moisture. The customer was advised to revert to a backup plan. The pump will be replaced.

Manufacturer narrative:
No button error alarm was noted. The pump had intermittent button response due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.